Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the device reached early elective replacement indicator (eri) possibly due to high output on the right atrial (ra) lead. Therefore the device was removed and replaced and the ra lead remains in use. No patient complications have been reported as a result of this event.